Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy procedure. The surgeon found a part of the net of the device and retrieved it. The operation was completed without any further problems. The patient had a surgery about five years ago at another hospital where the device was used. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.